Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved patient of 148cm tall. While in the cardio-vascular thoracic surgery (cvts) intensive care unit (ICU) the medical doctor (md) inserted the intra-aortic balloon (iab) sheath less via the patient's right femoral artery. After 14 hours of intra-aortic balloon pump (iabp) therapy the pump alarmed "helium loss alarm" and the staff examined all lines blood was found. After a few minutes blood was found to be coming out through the "gas line" and at this time the iab was removed immediately. The patient was not doing "good" hemodynamically and a second iab was inserted via the same insertion site. The second iab was inserted successfully, there was no delay or interruption in iabp therapy. There were no reported injury or complications. According to the md's involved; the patient expired due to other complications. X-rays were performed - one hour before the helium loss alarm and the findings were that the iab was in the correct position. The x-rays are available for review.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for developing trends.

Event description:
It was reported that the event involved patient of (B)(6). While in the cardio-vascular thoracic surgery (cvts) intensive care unit (ICU) the medical doctor (md) inserted the intra-aortic balloon (iab) sheath less via the patient's right femoral artery. After 14 hours of intra-aortic balloon pump (iabp) therapy the pump alarmed "helium loss alarm" and the staff examined all lines blood was found. After a few minutes blood was found to be coming out through the "gas line" and at this time the iab was removed immediately. The patient was not doing "good" hemodynamically and a second iab was inserted via the same insertion site. The second iab was inserted successfully, there was no delay or interruption in iabp therapy. There were no reported injury or complications. According to the md's involved; the patient expired due to other complications. X-rays were performed - one hour before the helium loss alarm and the findings were that the iab was in the correct position. The x-rays are available for review.